Manufacturer narrative:
Device evaluation: the device was returned for evaluation. Functional testing of the returned device could not confirm the reported issue. The event history log was downloaded and examined; this showed power loss. However, the issue was not duplicated during testing. The root cause of the issue could not be confirmed.

Event description:
It was reported that the device was being tested and device lost power while running. No patient involvement reported.